Event description:
The customer reported being at the emergency room due to hyperglycemia and high glucose of 543 mg/dl, and she was treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found multiple no delivery alarms. The customer stated that she changed the infusion set several times. Assisted the customer to run the fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.